Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device powered on without display. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed physical damages an lcd to monitor cable consistent with mis-handling. The lcd cable was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.